Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a planned treatment. The treatment was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was not working intermittently. Upon functional testing, the fse noticed the led indicator on the base station was normal, the wi-fi (led) indicator on the wireless footswitch was solid red and the color of the battery indicator at time of occurrence was green. After troubleshooting, the fse confirmed radio frequency (rf) interference. To resolve the reported issue, the fse extended the antenna and placed it right out of the backside of the table and moved the antenna to a more vertical position. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.